Manufacturer narrative:
A lot history review could not be performed as the lot number was not provided. The return of the sample is pending, the company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model u3513074, pta balloon dilatation catheter, allegedly experienced a break. This information was received from a single source. This malfunction involved a 64 year old male patient with no consequences. The patient's weight was not provided.

Manufacturer narrative:
H10: a lot history review could not be performed as the lot number was not provided. The sample was not returned for evaluation. The reported failure was inconclusive for the device as no objective evidence was provided. A definitive root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model u3513074, pta baloon dilatation catheter, allegedly experienced a break. This information was recieved from a single source. This malfunction involved a 64 year old male patient with no consequences. The patient's weight was not provided.